Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 04-JUN-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist (TSS) received a report that a dispensing discrepancy occurred when a user removed only two doses of a medication, while the system recorded that all four doses had been dispensed. The TSS discussed the issue with the user and the pharmacy, explaining that the remaining doses could be approved since the user did not have cycle count access and any excess doses could be refunded later if inventory correction was required. After reviewing the situation internally, the pharmacy approved the medication request, allowing the user to obtain the remaining two doses. The issue was resolved during the call. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower, user attempted to issue 4 doses but only removed 2 doses from the cabinet. Despite this, the system recorded all 4 doses as dispensed. When the remaining 2 doses were requested, the pharmacy rejected the request because the system indicated that the full quantity had already been issued. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.